Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while attempting to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to clear the alert and successfully charge the pump.